Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Weight: unk. Outcomes attributed to adverse events: unk. Explant date: n/a. (B)(4). Lens remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.0/+3.0/080 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was reported as having a low vault and a refractive surprise and remains implanted.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).